Event description:
The manufacturer received information alleging a ventilator's internal battery would not charge. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's internal battery would not charge. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was duplicated. The system board was replaced to address the issue.